Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality. There is no report of a pt injury or death associated with this event.